Event description:
In 2008, spacelabs rec'd a report from hosp staff that a central station did not print alarms during a pt's cardiac arrest. The staff also reported that alarms had been switching to off for two to ten seconds intermittent periods during the previous two weeks. The pt died about one hour after the event. The hospital has intimated to spacelabs that no spacelabs equipment caused or contributed to the pt's death.

Manufacturer narrative:
Spacelabs was not able to evaluate the device. Spacelabs has requested that samples of the pt's waveform data and the device involved in the incident be returned to our facility for a more detailed eval. Spacelabs is waiting to receive the data and the device.